Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. It was also reported that the customer was unable to charge the pump using the tandem-provided wall power adapter. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter.